Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire technical support spoke with customer provide troubleshooting tips. The customer will conduct troubleshooting on the device and will callback to provide his findings on the device. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator showed motor fault while on a patient ventilator. The patient was transferred to another. As of this time, there is no information about patient harm associated with this reported event.